Event description:
Profound and permanent neurological injuries [nervous system disorder]; nerve damage [nerve injury]. Zinc toxicity [metal poisoning]. Weakness in left hand/foot [muscular weakness]. Severe and permanent physical injuries [injury]. Numbness in left hand / foot [hypoaesthesia]. Case description: an attorney reported that their client, an adult male age (B)(6), used fixodent denture adhesive, version unk cream and super poligrip original denture adhesive cream as his personal denture adhesive products beginning (B)(6) 2005 through (B)(6) 2007 and reported the following: profound and permanent neurological injuries,severe and permanent physical injuries, zinc toxicity, and extensive nerve damage resulting in symptoms that include weakness and numbness in the left hand and in the left foot. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was no recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.